Event description:
The customer reported to olympus, that the evis lucera elite gastrointestinal videoscope's angle wire was broken. The device was returned for evaluation. During the device evaluation, found a foreign object in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to a cut on angle wire, bending section cannot be bent in up direction at all, due to a pinhole on bending section cover, water tightness is lost, a-rubber has a scratch, adhesive on bending section cover has a chip, due to clogging of nozzle, water removal ability does not meet the standard value, because suction -cylinder is shaved, suction volume does not meet the standard value, light guide-bundle has breakage, suction -cylinder is shaved, switch 1 has a scratch, adhesive around objective lens is peeled, adhesive around light guide lens is peeled, plastic distal end cover has a scratch, connecting tube has a dent, connecting tube has a scratch, connecting tube has discoloration, connecting tube has a wrinkle, scope cover unit has a scratch, suction -connector has a scratch, universal cord has a scratch, forceps channel port is shaved, grip has a scratch, connecting tube has discoloration, scope connector cover has a scratch, forceps elevator lever has a scratch, forceps elevator knob has a scratch, up/down knob has a scratch, right/left knob has a scratch, control unit has discoloration, control unit has a scratch, light guide-bundle has breakage, because suction cylinder is shaved, suction volume does not meet the standard value, due to clogging of nozzle, water removal ability does not meet the standard value, switch box has a scratch, connecting tube has a wrinkle. Based on the results of the legal manufacturer's investigation, it could not be specified what the foreign material was and a conclusive root cause for the remaining foreign material could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. This issue is addressed in the instructions for use (IFU): the subject event can be detected and prevented by implementation in accordance with the below IFU. Instructions, operation manual of gif/cf/pcf-290 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual of gif/cf/pcf-290 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor the field performance of this device.